Manufacturer narrative:
D10. Concomitant products: sy496gx, sy496gx biosyn ud 4/0 18 p-12, (lot # d5k3428fy); sy496gx, sy496gx biosyn ud 4/0 18 p-12, (lot # d5k3428fy); sy496gx, sy496gx biosyn ud 4/0 18 p-12, (lot # d5k3428fy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively of a skin cancer excision, while placing the buried interrupted sutures in the subcutaneous layer, three to four sutures were breaking with minimal tension. The sutures kept snapping when trying to tie. Another suture from another manufacturer was used to complete the case. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. A different device was returned than was originally reported. On device sealed with the appropriate packaging that were representative of the complaint lot. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that sutures broke with minimal tnesion. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.